Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was reported that based on the carelink transmission the device did not withhold therapy for an atrial fibrillation episode. The device remains in use. It was also reported that there was far-field r-wave oversensing (ffrw) prior to the episode. The atrial lead remains in use. No further patient complications have been reported as a result of this event.